Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a 600cc smooth mentor memorygel breast implant and experienced postoperative bilateral rupture, confirmed by a physician. As a result, the patient underwent explantation and replacement with like device, catalog # 3506001bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019. This medwatch report is for the left-sided implant.